Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was unable to charge. Customer's blood glucose level was 124 mg/dl. Multiple attempts were made by tandem¿s technical support to determine whether using alternate wall adapters or usb cables resolved the issue; however, no additional information regarding this event was provided.